Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly had difficulty in retracting the balloon through the introducer sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter and unknown sheath has been received for the evaluation. On the visual evaluation, the device was noted to be bloody. The sheath was found to be buckled and the unknown fluid was noted in the guiding sheath. On the functional evaluation, in-house inflation device was used to deflate the balloon completely. Further the device was inserted into the sheath, the catheter inadvertently kinked and could not be inserted all the way. Then the device was retracted from guiding sheath with no issues. On further the sheath was flushed ,the sample was inserted once again and this time also the sample could not be inserted all the way due to the inadvertent kinked. No further testing was performed. Two videos were reviewed .the first video shows that the balloon being removed from the patient body through the introducer sheath. It appears major resistance is occurring as the user is needing to hold the introducer sheath in place. No other specific anomalies were noted. The second video shows that the balloon being inserted into the patient body through the sheath. It appears resistance is occurring during the insertion. Therefore, based on the video review, the reported difficult to remove and the identified difficult to insert, device-device incompatibility can be confirmed, as the device appears to have resistance during the insertion and removal. A definitive root cause for the reported difficult to remove and the identified difficult to insert and the device-device incompatibility could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly had difficulty in retracting the balloon through the introducer sheath. There was no reported patient injury.